Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion and prime/ compromised force sensor test. The insulin pump had motor error stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with scratched on display window.

Event description:
The customer's spouse reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 265 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.